Event description:
It was reported that an unspecified number of bd maxplus pressure rated extension set with removable needleless connector experienced flow issues. The following information was provided by the initial reporter: several of the bd maxplus pressure rated extensions set have had flow issues noticed by surgical staff in our hospital. Typically non-existent flow. Use of a new extension set was successful.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of not being able to flush the sets could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22099270 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd maxplus pressure rated extension set with removable needleless connector experienced flow issues. The following information was provided by the initial reporter: several of the bd maxplus pressure rated extensions set have had flow issues noticed by surgical staff in our hospital. Typically non-existent flow. Use of a new extension set was successful.